Manufacturer narrative:
The reported events were capture anomaly, helix mechanism issue, and cardiac perforation. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. X-ray examination found the inner coil was over-torqued inside the connector region consistent procedural damage. The cause of the reported event of helix mechanism issue was isolated to the overtorqued inner coil and helix being clogged with blood/tissue. A stiffness test was performed, and the results were within specification. The reported event of capture anomaly was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations did not find any anomalies except for procedural damage.

Event description:
It was reported during in clinic follow up that the right ventricular lead displayed intermittent capture. The helix was retracted but unable to re-fixate. Removal of tissue did not solve the problem as retraction mechanism was still unsatisfactory. The lead was exchanged. The patient was stable.